Event description:
Patient is scheduled for revision surgery following a diagnosis of altr. Infection has not been diagnosed. At 21 months since surgery, the following were measured: cobalt levels 5.4; chromium levels 3.4. Patient was not reported to be symptomatic.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as abgii modular neck. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): not returned.

Manufacturer narrative:
An event regarding altr involving an unknown abgii modular device was reported. The event was confirmed. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
Patient is scheduled for revision surgery following a diagnosis of altr. Infection has not been diagnosed. At 21 months since surgery, the following were measured: cobalt levels 5.4; chromium levels 3.4. Patient was not reported to be symptomatic.